Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited increased capture thresholds and a drop in sensitivity about 1 month post implant. On (B)(6) 2018, the physician elected to reposition the lead. However, during the procedure, the lead¿s helix could not be extended following repositionings. The lead was removed and replaced. The patient was stable.